Manufacturer narrative:
Inspected 1 opened/used sensor and found needle hub separated from sensor's base. Unable to perform insertion complaint due to complaint against sen-serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the customer stated that the needle hub got stuck in the serter. The customer's blood glucose was 258 mg/dl. The customer gave herself a bolus of 1.45 units for her blood glucose. The customer replaced the sensor. The customer had a high blood glucose because she was coming down from the steroids that she had taken from the back surgery. It was stated that the hospitalization was not diabetes related.